Event description:
The customer stated that he was hospitalized for blood glucose levels greater than 500 mg/dl. The customer did not know why his blood glucose levels were high, but stated that he was also being treated for brain cancer. The customer also stated that the hospital staff removed and discarded the transmitter at the time of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-02886.